Event description:
A caller reported that the cartridge was not fitting properly on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the monitor displaying "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and received normal assistance from a third party, though not due to incapacitation. Technical support instructed the caller to remove an o-ring on the pneumatic tap and to ensure that the cartridge clicked into place when attached to the pump. The caller followed these instructions and successfully completed the load process, allowing the resumption of insulin delivery.